Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the sample mesh passed, but the roller gear was damaged. The roller gear was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. There was no adverse event reported as a result of this malfunction.